Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. An evaluation of the device cannot be performed as the device was not yet returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The cause of the event is undetermined. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that when the hospital medical device (opes) was activated in the articular cavity of the patient's left shoulder, the arthroscopic tower monitor showed flames and sparks leaving the curvature of the distal tip of the radiofrequency tip. It was observed that in this curvature the plastic protection failed. At this time, no new information was received.